Event description:
It was reported that an insulation abrasion was observed during a device replacement procedure. No electrical anomalies were detected. The lead was capped and replaced with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.